Manufacturer narrative:
An event of device embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 20mm amplatzer septal occluder was selected for implant. During implant and following release of the device from the cable, the device embolized into the left ventricle after frequent manipulation to try and get the device to sit correctly. It was reported that the patient had anatomy that resulted in needing more manipulation of the device. Multiple attempts were made to retrieve the device via snare, however it was unsuccessful. The patient was referred to surgery and the device was surgically removed the same day. The patient is recovering.